Manufacturer narrative:
This report is being sent as follow-up # 2 to correct section e1 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 08sept2023: all three tr bands were used on the same patient. The volumes initially applied in the first tr bands reflected in the chart were not accurate, or even possible. This is likely because the bands were leaking unknowingly, and the volumes charted were not accurate. Direct pressure, and expression of hematoma, and placement of additional tr bands, which were found to have the same issue as well. The hematoma was approximately golf ball sized, 40 cm3. The procedure prior to use of the tr bands was a left heart catheterization (lhc). 22ml of pressure was initially applied to the tr bands. Additional tr bands were used. 60 minutes passed from application to recognition of air loss. Hematoma retained in wrist, no overt bleeding. There was no noticeable damage to the tr bands.

Manufacturer narrative:
This report is being sent as follow-up no. 4 to provide additional information in sections b3 and b5. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2023-00304, for the third device used on the same patient see MDR 1118880-2023-00305.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device is not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band balloons deflated once deployed. Secondary tr band was placed; however, it had the same issue as well, so manual compression was applied. The patient was in stable condition. There was no patient injury. Additional information received on 15 jun 2023: the tr band burst, causing a hematoma.

Manufacturer narrative:
This report is being sent as follow-up # 3 to provide additional information to section b5, to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band 2 was returned for product evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab (see attached photos). The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on both sides of the tubing channel on the tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medwatch report # mw5119897. The event description states: "issue with a terumo tr band. Tried 3 different products, as it wasn't inflating. Terumo tr band ref # trb24-reg. Lot#0000326994, exp 9.1.2025 radial bands failed to remain inflated x 3. Pt developed a small hematoma due to product failure. Only occurring with the reg "size".

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to correct section as the information provided in section on the initial report was incorrect.

Event description:
The user facility reported that the tr band was leaking air at the point where the inflation tube connects with the balloon on the tr band, which then caused a very large hematoma. Additional information received on 15 jun 2023: the tr band burst, causing a hematoma.